Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During the interrogation, it was found out that there were high ventricular rate (hvrs) episodes from noise oversensing on the right ventricular (rv) lead. No intervention was performed. The patient was in stable condition.